Manufacturer narrative:
Additional information was received that the patient was experiencing loss of coverage after undergoing a non-device related procedure wherein one lead was damaged. The patient underwent leads replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infiniontm cx 50 cm lead. Model #: sc-4318, lot #: 19000896, description: clik x anchor.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.